Event description:
Please can you confirm what medication was being administered? Normal saline. Please can you confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? No. Please can you confirm the make and model of the connecting products? Bd 306576. If possible, please can you also send the connecting product/s to assist our investigation? Yes. Please can you confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? No. Please can you confirm if the connecting product has a luer slip or luer lock connection? Luer lock . Kindly confirm on actual quantity involved: about ten.

Manufacturer narrative:
Investigation result: one 2000e sample was received without packaging for investigation. The sample had some contamination at the male luer and it was connected to a full bd posiflush sp syringe 0.9% nacl. The customer reported "fluid partial occlusion". The returned sample was subjected to functional testing by priming and subjecting to an infusion using the returned syringe and a 50ml bd plastipak syringe. In both instances, no fault was observed and the fluid flushed successfully. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience.without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months.

Event description:
Fluid partial occlusion.

Manufacturer narrative:
Initial MDR with device evaluation. O samples were received for investigation for pr (B)(4), in which the customer has stated: ¿fluid partial occlusion¿. The product in use at the time is reported to be a 2000e product. Further correspondence from the customer confirmed that they used the smartsite connector with a bd product 306576 through a luer lock connection. The customer also reported that during this incidence, normal saline was being infused. Additionally, the customer also reported that no damages were observed on the affected product. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months.